Manufacturer narrative:
The complainant indicated that the device has been disposed, therefore, no product analysis will be available. The root cause of the reported incident could not be determined.

Event description:
It was reported that during an aortic stenting procedure, the stent did not expand as expected. The stenotic lesion was located in the abdominal aorta. The percent of the stenosis is unk. The lesion was pre-dilated and the wallstent 14mm x 40mm x 100cm stent was advanced and successfully deployed. Fearing a balloon rupture due to the nature of the stenosis, the physician post-dilated the stent using a 10mm x 12mm balloon inflated to nominal pressure. The number of inflations and to what atms the balloon reached is unk. Upon removal of the dilatation balloon, the physician noted that the stent expanded to 10mm, not the 14mm as expected. Additionally, both ends of the stent appeared to have only expanded to 13mm and did not appear to have reached the arterial wall. It was also noted that the stent appeared to be too long in length which resulted in the stent's placement being "too close" to the bifurcation of the abdominal aorta and common iliac arteries. There was no further attempt made to dilate the stent or adjust its position. No patient injuries or complications were reported. The patient's status is unk.